Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 25-feb-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that they had increased neuropathic pain following the implant procedure. It was noted that the patient¿s anatomy and narrow epidural space were likely factors for increased pain. Stimulation was attempted with the current lead. The physician repositioned the lead to alleviate the pain and noted he did not feel there was any type of malfunction with the device. The physician stated that the patient¿s anatomy may not be appropriate for this implant. The issue was resolved at the time of the report.